Manufacturer narrative:
Investigation has been carried out to this complaint and the conclusions are following. The patient's wife stated that her husband developed bedsores on his sacral while placed on nimbus 4 mattress. No malfunctions or alarm was reported. Arjo technician reached the customer place and found no air leaking from the mattress. The pump made noise, however, it was not related with this event. Additional information received from patient's wife indicated that he (the resident) spent a lot of time of the day on a sitting position. User manual instruction for use, document (B)(4) contains warning and instructions that should be reviewed by the customer to set up the device and to use it as a reference for day-to-day routines. This document states: "the nimbus 4 and nimbus professional systems are indicated for the prevention and/or management of all categories of pressure ulcer, when combined with an individualised, comprehensive pressure ulcer protocol: for example, repositioning, nutritional support, skin care". "Care of the seated patients are at increased risk of pressure ulcers particularly if they are immobile or have wounds over the seating area. For optimal outcome, provide a pressure redistributing seat cushion in a chair which promotes a good sitting posture and has a level base seat to support the cushion, in addition to an individual repositioning programme". Based on all information collected upon this investigation, it is most likely that this event was caused by a use error of not following the user manual instruction for use in regards to seated patient management. While reviewing the post market surveillance data, there have been found 4 reportable complaints reported by this specific customer regarding bedsores development while the resident was placed on this device. In response to these complaints, arjo already has performed re-training actions to aware this customer about the safe way of using arjo mattress system. In summary, it has been established that the nimbus 4 system was being used for a patient therapy when the event occurred. No malfunction was reported. The mattress worked as intended.

Manufacturer narrative:
This report is being filed under exemption e2012066 by getinge (suzhou) co., ltd. (Registration #(B)(4) on behalf of the importer arjohuntleigh, inc. Ahus (registration #(B)(4). Additional information will be provided upon the investigation conclusion.

Event description:
Arjo received information from patient's wife that he developed bedsores while on nimbus 4 mattress. The patient's wife stated that the patient spent a lot of time of the day in a sitting position. No malfunctions of nimbus 4 system were reported. The system was evaluated by arjo technician, no fault was found.